Event description:
International affiliate reports the perforator could not be pulled out from the pt's bone. Finally it was removed but the dura was damaged. It is uncertain if the actual sample will be returned by the hospital.